Manufacturer narrative:
(B)(4)

Event description:
It was reported that the rv lead was suspected to be contributed toward backup vvi status during a follow-up in clinic. During the lead replacement procedure, the rv lead exhibited low impedance measurements. The lead was capped and replaced. The patient was stable post procedure.